Event description:
It was reported that during a da vinci s prostatectomy procedure, the tip of the monopolar curved scissors instrument broke off and fell into the patient. The instrument fragment was retrieved and the planned surgical procedure was completed with a replacement instrument of the same type. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
Inspection of the intraocular lens (iol) at the manufacturing site confirmed the diopter was correct as labeled. All other optical measurements met manufacturing specifications. Our investigation did not reveal any causative factor in the manufacturing process related to the nature of this complaint.

Manufacturer narrative:
The iol was received and is currently being evaluated at the manufacturing site. An update will be submitted upon completion of the investigation. The device met all specifications prior to market release.

Event description:
It was reported the intraocular lens (iol) was removed and replaced without complication due to the improper iol power initially implanted.